Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The patient saw error 5 few times prior to getting result on either (B)(6) 2022 or (B)(6) 2022. Error 5 means applying blood to the test strip or blood sample size was too small. The patient had been advised on sample size. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 at 7:19 a.m. The patient had a meter result of 4.6 inr while at 10:00 a.m. The lab result was 2.6 inr. The patient's therapeutic range was 2.0-3.0 inr. The patient's interval of testing is weekly.

Manufacturer narrative:
Sections d9 and h3 were updated. The patient's test strips were provided for investigation where they were tested using retention meter and controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 4.9 inr qc 2: 4.9 inr qc 3: 4.9 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. Error 5 occurs when the volume of blood applied to the test strip is too small to complete the measurement. Per product labeling, the blood drop must be a minimum of 8 ¿l in volume. Low sample volume will cause an error message. No error was observed during testing.